Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. Additionally, it was reported that an altitude alarm occurred while the customer was skiing. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer was able to clear the alarm and load the cartridge onto the pump and resume insulin delivery.